Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion set luer was cracked and blood glucose was elevated to 400 mg/dl. The pt was able to self treat. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.